Event description:
It was reported that the device was used during an urinary organ procedure, the clips were scissoring. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; 8; h4, 6: info anticipated, but unavailable at this time.